Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 4196 implantable pacing lead 2010 (B)(6); 4076 implantable pacing lead 2009 (B)(6). (B)(4).